Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt a warming and burning sensation at the implantable neurostimulator (ins) pocket site. It was stated that when this occurred, the site looked fine and had no redness. It was further stated the site would feel warm to the touch and that the patient felt the warm on the inside. It was noted the warming and burning sensation only occurred when the ins battery level was either half or less charged and that he was not charging when it was occurring. It was further noted it did not matter which position, whether lying or sitting, the patient was in and that the sensation could occur at any time. It was reported the patient first noticed the sensation about one and a half weeks prior to report. It was stated the patient denied experiencing any falls or traumas or anything unusual during that timeframe. It was also reported that when the patient would check his ins battery status on his programmer his stimulation would turn off. It was noted the patient was well trained and knew how to use his patient programmer. Impedance testing performed at 0.7 and 3 volts found impedances of 900-1000 ohms and it was noted these values were within normal limits. The patient was redirected to his healthcare provider (hcp). Additional information reported ¿no viable malfunctions¿ were observed and no x-rays were taken. It was again noted that impedance testing was performed and ¿nothing was found.¿ it was noted the patient was receiving ¿effective therapy¿ at the time of follow-up. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).